Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer had high blood glucose level. Customer's blood glucose level was 400 mg/dl at the time of incident. It also stated that customer declined troubleshoot for high blood glucose. The customer was advised that insulin pump need to be replaced. Customer will not return insulin pump for analysis.